Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump leaked during priming at reservoir compartment. Customer's blood glucose was 231 mg/dl. Customer reported that insulin leaked all over insulin pump. Customer states that this was a past event and issue was resolved with a set change and supplies were discarded. Customer was advised that supplies would be replaced.